Event description:
Customer's boyfriend reported customer went to the hospital this morning, (B)(6) 2014, because her blood glucose was rising even after a bolus delivery. Customer was extremely thirsty last night and this morning her insulin pump was alarming that she had high blood glucose. She delivered a bolus but her blood glucose kept rising. Customer's blood glucose was 600 mg/dl when admitted. They are currently waiting to see whether customer has diabetic ketoacidosis or not. Customer was advised that high blood glucose levels are often caused by site or set issues. The cannula was not bent or occluded. The device is being replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device had a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).